Event description:
Additional information was received that despite reprogramming the far field r- wave oversensing continued. Additional reprogramming was performed to resolve this event. The patient was stable.

Event description:
During a remote follow up, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.